Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. B5, d9, h10.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact to customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter and usb cable. There was no reported adverse impact to customer's blood glucose level. A replacement wall power adapter and usb cable was sent to the customer to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.